Event description:
It was reported that a novum iq large volume pump was under-infusing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6, h11. H11: the actual device was not available; however, basic testing was provided by the site. The device underwent downstream (distal) occlusion sensor testing, upstream occlusion sensor testing and flow rate accuracy testing and functioned according to product specifications. Additionally, without an actual device sample, no further testing could be performed. A device history review was unable to be completed due to no infusion parameters being provided; therefore, the reported infusion cannot be confirmed in the logs. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.